Event description:
Clinical study. Same case as 6000089-2006-01258. It was reported that 459 days after a coronary drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention (tvr). Target lesion 1 was 23mm long and was identified in the proximal right coronary artery (prox rca), with 80% stenosis and a 3.5mm reference vessel diameter. The physician treated the lesion with direct stent placement using a taxus express2 8.8% 3.5 x 28mm drug eluting stent in the target lesion. Residual stenosis was 0%. Cath report notes that there appeared to be 60% stenosis distal to the distal edge of the previously placed stent. Target lesion 2 was 5mm long and was identified in the mid right coronary artery (mid rca) with 60% stenosis and a 3.2mm reference vessel diameter. Target lesion 2 was treated with direct stent placement and a taxus express2 8.8% 3.0 x 16mm drug eluting stent was deployed overlapping with the distal edge of the previously placed taxus stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. The pt presented to the med ctr with recurrent angina, and stress test with myocardial perfusion imaging revealed inferior wall ischemia (date unk). Cardiac catheterization (date unk) was then performed which revealed moderate in-stent stenosis of the rca. Initially, the pt was to be followed medically due to the moderate severity of the lesions; however, the pt continued to have angina at rest with ECG changes. The pt's chest pain resolved with nitroglycerin, and she was transferred in 2005 for intervention. The pt is noted to be noncompliant with medications due to financial reasons and has stopped her plavix. Cardiac catheterization the next day revealed rca 60-70% proximal stenosis; 70% mid stenosis; 60% distal stenosis. A 3.0 x 16mm taxus stent was deployed in the mid-to-distal rca, a 3.5 x 24mm taxus stent was deployed in the proximal rca and a 3.0 x 16mm taxus stent was deployed in between these two stents. Residual stenosis was 0%. The pt has no further symptoms of chest pain. It was noted that the pt had significant hypercholesterolemia and hypertriglyceridemia and therapy was initiated. Since the pt has been unable to afford medications, arrangements were made for the pt to be entered into the various drug co drug programs. The pt was discharged 2 days later on plavix and aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.